Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced shocks from the ins and felt like a bandage was being ripped off internally. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue, but it was noted that the patient had been very careful with their implant. The patient turned off the ins and there were no shocks anymore, but they were in a lot of pain. The patient requested an immediate appointment with the implanting physician. The issue was not resolved as of (B)(6) 2018. The patient was alive with injury, noting the injury as the electrical shocks and pain described like a bandage being ripped off internally. The issue occurred during normal use.